Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 6.9 inr. The corresponding lab result reported was 1.5 inr.the device was replaced and requested to be returned for evaluation.